Manufacturer narrative:
Batch review performed on 20 february 2023 lot 123005: (B)(4) items manufactured and released on 06-nov-2012. Expiration date: 2017-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Additional items involved in the event, batch review performed on 20 february 2023 ball heads: mectacer 01.29.203 biolox delta ceramic ball head 12/14 ø 28 size l +3.5 (k112115) lot. 124962. Lot 124962: (B)(4) items manufactured and released on 15-jan-2013. Expiration date: 2017-12-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Liner: versafitcup dm 01.26.2854mhc double mobility hc liner 28/dmg (k092265) lot. 123799 lot 123799: (B)(4) items manufactured and released on 26-oct-2012. Expiration date: 2017-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 9 years 11 months after the primary, the patient came in reporting groin pain and iliopsoas tendonitis. The surgeon revised the cup that was loose, head, and liner. The surgery was completed successfully.